Event description:
It was reported that a right atrial (ra) lead became dislodged about 30 days post implant. It was successfully explanted and replaced, the patient will be monitor. No adverse patient effects were reported.